Event description:
The user facility reported the following: administered fentanyl along with bupivacaine from the tray. Spinal anesthesia lasted "excessively long." Ie: days instead of hours. Reporting decrease in motor strength, inability to urinate independently until day three. Patient discharged from hospital on day three with an improvement in motor strength, ambulating with crutches. Deep tendon reflexes (dtrs) remained intact throughout post-op phase.